Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable findings documented in b5, non-reportable findings are as follows; air/water cylinder and suction cylinder had no color; switch 1 had a cut; label on suction connecter was damaged; due to burn on plastic distal end cover, insulation resistance value at distal end did not meet the standard value; due to clogging of channel tube, the tube cleaning brush could not be inserted; due to wear of angle wire, the play of the upward/downward angulation control knob was out of the standard value; and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope had slow tie rods, and a clip was locked inside the working channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air water tube, air water cylinder, and light guide lens all had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the events, ¿foreign material at the a/w tube¿, ¿foreign material at the a/w cylinder¿ and ¿clip clogged in biopsy channel¿ were all confirmed. It could not be specified what the foreign material were nor the root causes of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. There was no report that the device was used for procedure while the event occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the device was manufactured. The suggested events can be detected by handling the device in accordance with the following instructions for use (IFU): -inspection of the air-feeding function. -inspection of the objective lens cleaning function. -inspection of the instrument channel. Olympus will continue to monitor field performance for this device.